Event description:
Report received from the USA stating that the device was generating excessive heat. It is known that the device was not used in surgery. It is known that no injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of excessive heat could be confirmed. During service the device failed test for high temperature conditions. If add'l info becomes available, a supplemental report will be submitted. (B)(4).